Manufacturer narrative:
Investigation results: our quality engineer inspected the 8 photos and 3 physical sample submitted for evaluation. The reported issue of introducer defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the reported failure was observed. The sheath are supplied to us by a third-party supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd introsyte-n precision intro tear away sheath tab broke off. The following information was provided by the initial reporter: ¿bd introsyte-n introducer used for 1.9fr PICC insertion on neonate. Once the PICC was inserted and it was time to remove the introducer the rn pulled the purple tabs of the tearaway sheath. Instead of the tearaway breaking in half and pulling easily away, part of the tab broke off of the tearaway sheath leaving it wrapped around the PICC. Forceps were needed to grasp the tearaway sheath to remove from the PICC line. ¿